Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Char and blood were observed on the jaws. Specks of blood were observed on the harvesting tool handle. The shaft was observed to be slightly bent at the proximal end of the harvesting tool. A microscopic inspection determined that the heater wire was slightly flexed away from the center of the hot jaw. The heater wire remained attached at the tip and at the base of the hot jaw. No other failures were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device did not pass the pre-cautery test; it did not produced visible steam during several activations over a period of 10 minutes. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no energy delivered. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported complaint for ¿failure to deliver energy¿ and analyzed failures ¿material twisted/bent; wire" and ¿material twisted/bent; shaft" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro bipolar portion did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Char and blood were observed on the jaws. Specks of blood were observed on the harvesting tool handle. The shaft was observed to be slightly bent at the proximal end of the harvesting tool. A microscopic inspection determined that the heater wire was slightly flexed away from the center of the hot jaw. The heater wire remained attached at the tip and at the base of the hot jaw. No other failures were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device did not pass the pre-cautery test; it did not produced visible steam during several activations over a period of 10 minutes. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no energy delivered. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported complaint for ¿failure to deliver energy¿ and analyzed failures ¿material twisted/bent; wire" and ¿material twisted/bent; shaft" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro bipolar portion did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro bipolar portion did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.